Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter: (B)(6).

Event description:
It was reported the monitor does not give a 3-star alarm. It could not be read from the monitor. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Box d : based upon updated information, product name changed from intellivue fmx-4 (866468) to 866471 intellivue mx750 patient monitor a philips representative interviewed the customer, and it was reported the device did not give a red alarm for low invasively measured blood pressure values. The philips representative indicated the configuration of the monitors needed to be adjusted. Based on the information provided in the case, the cause of the reported problem was a configuration issue. The device's alarm limit values were not defined/configured for invasive blood pressure (ibp) red alarms. No further investigation or action is warranted at this time. Based on updated information, this record has become non-reportable. The product ships with factory default configuration which has been reviewed by product and clinical experts and determined to be safe for use. During interaction with the device, the customer may notice settings that may not be as expected, at which time the user can customize the settings themselves until user defaults that are customer-specific can be configured in order to qualify continued use of the monitoring equipment. Product labeling indicates that the most reliable method of patient monitoring combines close personal surveillance with correct operation of the monitoring equipment.